Manufacturer narrative:
The insulin pump was received with a motor error alarm during rewind due to broken component on the interface board. Unable to perform the displacement test due to motor error alarm. All the buttons functioned properly and no moisture damage on keypad traces noted. The device had a cracked display window corner, scratched lcd window, and a cracked reservoir tube lip.

Event description:
It was reported via phone call that the insulin pump had keypad anomaly and motor error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was not able to resolve the issue. The device was returned for analysis.